Manufacturer narrative:
Restraint strap. If additional information found to be relevant by the manufacturer is discovered upon investigation, a follow-up MDR will be submitted.

Event description:
The customer reported that the one restraint strap is broken on the unit. It is further reported that there was no adverse consequences.